Manufacturer narrative:
The device was returned for analysis. The reported ¿device got caught on the valve of the right femoral vein¿ could not be replicated in a testing environment as it was based on operational circumstances. The guide detachment was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device using the pre-close technique prior to an electrophysiology (ep) interventional procedure. Reportedly, the lever was returned to its original position and the foot was closed prior to removal of the proglide device; however, the proglide device got caught on the valve of the right femoral vein. The device was unable to be removed; therefore, a vascular surgeon was called in. A surgical cutdown was performed to remove the proglide device and repair the vein. The proglide device became damaged and separated during retrieval due to surgically removing it. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.